Event description:
The patient reportedly experienced a decrease in performance. In 2006, the patient was see at the center for device evaluation. Testing performed confirmed out of range electrode impedance. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.